Event description:
The product complaint report alleged that while the customer's biomed technician was servicing the unit, he noticed that the bacteria filter heater was inoperative. The heater's ac power connection appeared to have been damaged. The filter heater was replaced and the unit was returned to service. Although the customer did not state how the heater became damaged, it is believed that customer mishandling of the device was the probable cause. This report is not an admission by co that this device caused or contributed to the event alleged in this report.